Manufacturer narrative:
The customer reported that the unit had no power. The unit was evaluated by philips and the failure was verified. Replacement of the power supply resolved the failure.

Event description:
The customer reported that the unit had no power.